Event description:
Hospital reported bed played no part in incident. Death caused by pt's underlying health problems. Reporting as part of company procedures as a death occurred. There were no witnesses. Pt found dead beside the bed.

Manufacturer narrative:
Incident not immediately reported by hospital. Morbid obese pt with chronic health problems is believed by hospital personnel to have had a heart attack or seizure. The deceased was found on the floor beside a nine year old tri-flex ii bed. An autopsy was performed, and the hospital reported the results were inconclusive. There was speculation that the pt may have been trying to get out of bed and fell. Hospital reports the autopsy did not find cuts or bruising to indicate a fall. No witnesses to the event. Hospital stated that the side rails on one side of the bed were up while side rails on the opposite side were down. One end of left foot side rail was found with significant damage. No info of how side rail was damaged. Side rail was cracked and bent. Side rail was returned to us and was replaced. Side rail is tested to (B)(4) bed standard by a (B)(4).